Event description:
A surgeon reported, a pt experienced a corneal burn during a cataract procedure. It was noted that the pt had a soft nucleus and the system's settings were typical. Add'l info has been requested.

Manufacturer narrative:
The file was received by a company clinical analyst and noted: the surgeon reported that she had a pt with a corneal burn. The pt had a very soft nucleus. The system settings were typical. The surgeon was required to use the system set for a 2.4mm incision by the group and she normally prefers a 30 degree taper with a 3.0mm incision. The info indicated that the surgeon is accustomed to using a 3.0mm incision, however, was set up for surgery for a 2.4 mm incision. It is also stated that system settings were "typical". This is a vague statement. Transition from large incisions (3.0mm) to micro incisional cataract surgery (less than 2.4mm) requires changes in surgical parameters. If "typical" is referring to the typical settings the surgeon uses with a 3.0mm incision, then it is possible that the surgical parameters programmed for a 3.0mm incision, however, used with a 2.4mm incision, may have contributed to the reported event. However, without knowing what the actual settings were being used at the time, it is not possible to definitively conclude this. The company sales rep conducted a discussion with the surgeon about the suitable blade size to be used with the appropriate system setting parameters. The suitable blade size was implemented and no corneal burn has occurred to date. The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).